Event description:
A us distributor reported that a monitor resets.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to complete essential performance testing. Upon investigation the monitor was resetting. The cause for the failure was isolated to a defective sd card. The root cause for the defective sd card could not be positively identified. No adverse event resulted from the damaged monitor.